Event description:
Customer's husband reported his wife's insulin pump seems to not be working correctly. She had to go to the emergency room for internal bleeding caused by new medication she was on. Customer's husband stated customer's blood glucose yesterday was 378 mg/dl, and he thinks the device said 13.9. This morning, the device it gave customer twenty five units of insulin yesterday morning at 11:00am, but has not delivered any insulin since then. At the hospital, customer's blood glucose was 495 mg/dl. She could not walk or sit up, and she was difficult to understand. The drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The history showed customer was receiving basal deliveries, but had no bolus deliveries, possibly explaining the high. Customer was advised to monitor bolus deliveries more closely, and to call back when tubing clamps are received. Nothing further reported.

Manufacturer narrative:
Customer's husband reported his wife's insulin pump seems to not be working correctly. She had to go to the emergency room for internal bleeding caused by new medication she was on. Customer's husband stated customer's blood glucose yesterday was 378 mg/dl, and he thinks the device said 13.9. This morning, the device it gave customer twenty five units of insulin yesterday morning at 11:00am, but has not delivered any insulin since then. At the hospital, customer's blood glucose was 495 mg/dl. She could not walk or sit up, and she was difficult to understand. The drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The history showed customer was receiving basal deliveries, but had no bolus deliveries, possibly explaining the high. Customer was advised to monitor bolus deliveries more closely, and to call back when tubing clamps are received. Nothing further reported.